Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received

Event description:
The customer reported that the uim (user interface module) touchscreen of the avea ventilator was blank on start up. The vent does not boot up. The customer confirmed that there was no patient involvement associated with the reported event.